Manufacturer narrative:
Product analysis the deice was returned with longitudinal tear on the balloon from the distal end, all markerbands are present, (photos 5 to 7). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nanocross elite pta balloon during treatment of the patients superficial femoral artery (sfa). There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. An inflation device was used for balloon inflation. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A balloon burst during procedure on the first inflation was reported. The balloon was inside the patient when the burst occurred. The pressure at which the burst occurred is unknown. The balloon did not detach during the event. The device was safely removed from the patient. A replacement medtronic device was used to complete procedure. No patient injury reported.